Event description:
Endostitch device could not load needles, the device was replaced but there was no harm to the patient. This is the second device with this issue, same lot numbers but they were each used by a different surgeon.